Event description:
It was reported by the patient of feeling dizziness. The patient went to the clinic where monitoring indicated that the patient had heart arrest for five seconds, atrial fibrillation (af), and premature heart beats. Reprogramming of the device was performed. The patient symptoms improved but continued to exist. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).